Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a clot was noted on the was sheath after the transeptal puncture (tsp), with only the wire in the left atrium (la). The was sheath remained in the right atrium (ra). The physician removed the wire and the dilator, and the clot was no longer found. The physician then cleaned and reinserted the wire, and the clot was noted on the tip of the was sheath. The was sheath was removed from the ra and the patient's body. The physician was not able to flush out the clot, and a new was sheath was opened. There were no patient complications.